Manufacturer narrative:
See MDR 1920664-2010-00028 for the intraocular lens used with this delivery device.

Event description:
As the iol was implanted the delivery device split causing the haptic to bend. The incision was enlarged to remove, and replace the lens.